Manufacturer narrative:
(B)(4) - stenosis and hole in leaflet. The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. This patient¿s underlying disease conditions likely played a role in the development of stenosis and regurgitation of this pericardial valve; however, exact cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 21mm bioprosthetic aortic valve, implanted four years, seven months, was explanted due to aortic stenosis and insufficiency. On inspection of the 21mm, valve one of the leaflets was fixed in position and there was a hole in one of the leaflets (approximately 3mm in size). The explanted device was replaced with a 21mm aortic valve. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: report of stenosis could not be confirmed due to the condition of valve as received. Report of insufficiency could not be confirmed through visual examination. X-ray demonstrated minimal calcification on all three leaflets, and wireform distortion around the valve. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets had cut sections of approximately 7mmx3mm on leaflet 1, 10mmx3mm on leaflet 2, and 8mmx3mm on leaflet 3. The cuts had a smooth and straight edge. Cut fragments were not returned. Serrated markings were observed on leaflets 1 and 2 near commissure 2. The sewing ring was cut around leaflet 2. Based on the information received, it is most likely patient condition contributed to this event.

Manufacturer narrative:
After review of the pathology report that was received, the surgical specimen aortic valve prosthesis had a diagnosis or chronic active valvulitis. The surgical microscopic description as dystrophic calcifications are prominent with prosthetic valve. The chronic active inflammation infiltrate includes neutrophils.